Event description:
During an in-clinic follow-up, inadequate capture and r-wave amp variation were noted on the right ventricular (rv) lead. Lead dislodgement was confirmed with diagnostic imaging. A migration of the device is suspected to be the cause of the dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.